Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the broken cover could not be determined; however, the most probable cause of the broken cover was a strong load being accidentally applied. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the base of the single use distal cover was cracked. The issue was identified after removing the cover from the package when preparing the device for use in a therapeutic endoscopic retrograde cholangiopancreatography procedure. The customer noted the cover appeared to be placed on the endoscope correctly. The cover was able to be removed if pressure was applied in the right position. Another cap was used to complete the procedure. There was no reported patient harm or impact due to this event.